Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - patient selection: the starclose se device was deployed in a calcified artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information received, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device via a 5fr sheath, after an embolization interventional procedure. Reportedly, the clip of the starclose se device was successfully deployed; however, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the final medwatch report, the following additional information was received. Reportedly, the starclose se device failed to properly deploy. The vessel locator wings did not open fully and the starclose se device pulled out of the artery. No additional information was provided.